Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced pain, recurrence, mesh failure, mesh fracture and adhesions. Post-operative patient treatment included lysis of adhesions, revision surgery and implantation of additional mesh product.